Manufacturer narrative:
Facility's clinical team leader stated that the pt was put on cvvhd as a last resort and the pt did not respond to the therapy. The family then elected to withdraw all treatment and the pt then died. Facility's clinical team leader also stated that the air in blood line did not cause any injury to the pt and that the machine did not or contribute to the pt's death. Withdrawing medical treatment had the expected outcome: the pt's death. A gambro technical svc (gts) field rep inspected the ultrasonic air bubble detector (uabd). It passed diagnostic air detector test for micro and macro air bubbles. The svc tech then verified power supply voltages and simulated pt run. He was unable to duplicate the reported condition. No evidence of relationship between the reported event and the machine.